Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a piercing probe that was leaking wash buffer ii on unicel dxc 600i synchron access clinical system. There was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) verified alignments and tubing connection. The fse found gel coating on both pierce probe and sample probe, and cleaned the probes. The fse performed a performance verification test.